Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an insulation defect. The lead was capped and replaced. No patient complications have been reported as a result of this event.